Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the surgeon felt "off" during the procedure by 3-5 mm. Similar instances of inaccuracy had occurred previously for this system and surgeon. A confirmation spin resolved the alleged inaccuracy. There was a reported delay to procedure of 30 minutes due to this issue. There was no impact to patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that non-medtronic bar drapes were being used in the procedure. Once switching over to medtronic bar drapes, functionality was restored.